Manufacturer narrative:
Concomitant medical products: product ID: 37602; serial#: (B)(4); implanted: (B)(6) 2017; product type: implantable neurostimulator; product ID: 37602; serial#: (B)(4); implanted: (B)(6) 2017. Product type: implantable neurostimulator; product ID: 7426; serial#: (B)(4); product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been having issues with his stimulator. They were going to see a physician to see if the leads migrated.